Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4). Analysis: model: 9735909, analysis: corrupted or bad navigation data. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a outside of a procedure. It was reported that there was an inaccuracy with the cervical blue demo. Trajectory 1 and 2 were showing inaccurate instruments when they were brought into the field. After switching to the lumber demo, everything was accurate. The correct frame was selected and there was no environmental cause for the issue. There was no patient present at the time of the event.